Manufacturer narrative:
No patient was involved. UDI: (B)(4). The user facility and/or initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
On 04-dec-2022 gehc received a report from the nmpa about a logiq e power cord electrically shocking and burning the left hand of the user, a nurse. Gehc's investigation is ongoing.

Manufacturer narrative:
Gehc investigation has completed. The investigation utilized information from the customer, evaluation of the damaged parts, and historical analysis. Additionally, the customer provided more information about the hand injury, and it was described that external medication & anti-inflammatory injections were used, and the nurse recovered after approximately 3-months. The customer engineer replaced the power cord and repaired the inlet of the ac/dc adapter after the incident happened, and then in december of 2022 after the complaint was received gehc exchanged parts with the customer to evaluate them. Both gehc and the supplier evaluated the parts and determined there was no malfunction involved. Additionally, gehc reviewed the complaint file, manufacturing records and detailed information supplied by the customer and concluded electrical arcing occurred between the power cord plug and the ac/dc adapter socket due to unknown/foreign conductive material ingress into the power cord socket on the ac/dc adapter. The risk file was reviewed and all risk mitigation's currently in place are still effective and the risk level is afap. Lastly, a 3-year search through the logiq e complaint file for arcing between the power cord & ac/dc adapter which may have caused or contributed to an adverse event and none were found. Based upon our investigation gehc has found no evidence of a malfunction that occurred as a result of the design, production, or manufacturing process for this product. The issue was corrected with parts replacement and no further control measures will be taken by gehc.